Manufacturer narrative:
A medtronic representative performed a site visit where they uninstalled and re-installed the software on the system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Other relevant device(s) are: product ID: 9735736. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported one of the instrument trackers was pulled out of the breakout box. After this the system became unresponsive. The site attempted to plug in another tracker, but the system still did not respond. The system was rebooted. The site aborted the use of the system. There was no impact to patient outcome and a less than 1 hour delay. The representative was on site and was unable to replicate the issue.